Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The device history records for all devices intended to be implanted were reviewed (1405-1012, 1405-1014, 1405-4005 and 1508-4001) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. The available information indicates all tmc hardware was removed in a revision surgery on (B)(6) 2018 allegedly due to non-union of the patient's bone and a backed out screw. Radiographic evidence was also reviewed and the results were inconclusive as to the likely cause. Although a number of factors could have contributed to the issue, the most likely cause cannot be determined due to the devices not being returned and the inconclusive results of reviewed radiographic evidence. The device is intended for fusion/stabilization and non-union is a known potential adverse event identified in the instructions for use provided with the sterile kit. The surgical technique includes the following statement regarding the proper method for inserting screws into a plate: "advance the screw into the plate to the point where locking threads under the head of the screw engage into the receiving threads in the plate. Continue advancing the screw into the bone until a firm stop is achieved signifying the complete lock of the screw head into the plate. When properly installed, the head of the screw should sit flush with the top surface of the plate." The company will supplement the MDR as necessary and appropriate.

Event description:
After an original bunion surgery was completed on (B)(6) 2018, all tmc hardware was removed in a revision surgery on (B)(6) 2018 allegedly due to non-union of the patient's bones and one screw backing out. There was no other report of any patient impact or injury as a result of this event.